Event description:
It was reported that these leads triggered alerts due to high out-of-range ra and rv pace impedance measurements. These leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).